Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient presented in-clinic with an alert for low, out of range, high voltage lead impedance. The patient condition was fine and the lead will continue to be monitored.